Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6), was not returned for analysis and no log files were submitted for review. Additional information provided on (B)(6) 2023 stated that no product would be returned to abbott. Additional information provided on (B)(6) 2023 stated that the center does not have log file. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the backup system controller was exchanged due to repeated backup battery faults despite attempting to change the backup battery twice.